Event description:
A pt reported experiencing inaccurate high results with a lifescan meter. The pt's blood glucose results were 82 mg/dl vs. 57 lab. Tests were done within 10 minutes with a difference of 25 mg/dl. Pt did not experience any adverse enents. No further info has been reported.